Manufacturer narrative:
Additional information was received from legal reports on (B)(4) 2014 including item and lot numbers, and implant and explant dates. All information related to this including manufacture and expiration dates, part name, date of event, and 510(k) number have been added to this supplemental report.

Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty in (B)(6) 2007 and subsequently has undefined complaints. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.